Event description:
It was reported that during implantation there were no abnormal impedance values that were measured. It was noted that in (B)(6) 2013, the patient felt that their physical condition was not good. It was noted that the patient had not been feeling well for approximately three months. It was noted that the patient programmer was checked and an end-of-service (eos) was displayed. It was noted that attempts of telemetry using the physician programmer were unsuccessful and the impedances could not be measured. It was noted that the ins was currently implanted and would be replaced in the future. It was noted that the patient was asked to return home temporarily and the battery must be replaced. It was noted that the physician commented that it was odd that the battery was consumed three to four months after implantation. It was noted that the settings were the same as the previous device, which lasted approximately five years. It was noted that the ins had to be replaced; however, the cause of the event was unknown. It was noted ¿if no abnormal impedances were detected between the lead and extension it would mean an ins malfunction.¿ it was noted that the device would be replaced after discussion with the hcp.

Manufacturer narrative:
(B)(4).